Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reports "it was noted that the guide wire was broken inside the sterile packaging when opening the material for use." No patient involvement with device was reported.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and product lidstock for analysis. No other components were returned. No definite signs of use were observed. Visual analysis of the guide wire revealed that it was separated in the middle of the body. Microscopic examination confirmed the damage and revealed that both welds were present and spherical. It was also noted that the returned packaging was distinctly folded in the middle. Additionally, the product lidstock states "do not bend". The guide wire core wire length measured 349mm based on the measurements of the two pieces, 165mm and 184mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. A manual tug test confirmed that the distal and proximal welds were intact. The sample was sent to the manufacturing facility for further analysis. They analyzed the welds and separation points, and confirmed the separation of both core and coil wires. They stated that they tried to replicate the damage by hand, and it was not possible to break the guide wire in the same manner. Based on this, and since the packaging was also returned folded in half, they concluded that storage likely caused or contributed to the damage. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a separated guide wire was confirmed through investigation of the returned sample. The guide wire was separated in the middle of the body and the returned packaging contained one major fold as well. The guide wire met all relevant functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." The sample was analyzed at the manufacturing site, and they were unable to replicate such a damage with their processes. Based on the customer description and the sample received, and feedback from manufacturing, it was determined that storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint reports "it was noted that the guide wire was broken inside the sterile packaging when opening the material for use." No patient involvement with device was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Complaint reports "it was noted that the guide wire was broken inside the sterile packaging when opening the material for use." No patient involvement with device was reported.